Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: during ventilation alarmed with tf231009. In the test software fails at blower flow test and flow sensor calibration. The blower timer is on 88% .

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the te 231009 malfunction can lead to a delay in the therapy since the ventilator cannot be used (IFU: "must be serviced"). A fully functioning ventilator needs to be prepared. The root cause of the ventilator to alarm with te 231009 was determined to be a defective blower module. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was connected to a patient. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint.

Event description:
The following was reported to hamilton medical ag: summary: during ventilation alarmed with tf231009. In the test software fails at blower flow test and flow sensor calibration. The blower timer is on 88%.

Event description:
The following was reported to hamilton medical ag: summary: during ventilation alarmed with tf231009. In the test software fails at blower flow test and flow sensor calibration. The blower timer is on 88% .

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the te 231009 malfunction can lead to a delay in the therapy since the ventilator cannot be used (IFU: "must be serviced"). A fully functioning ventilator needs to be prepared. The root cause of the ventilator to alarm with te 231009 was determined to be a defective blower module. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was connected to a patient. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.